Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that the em interface box was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned em interface box. It was connected to a test bench system and couldn¿t power on. The lemo connector may have been taken apart. The connector wasn't completely tightened down and had a gap of thread visible. When attempting to tighten down it was discovered to have been cross threaded. With this gap, the prongs don't make a connection with the controller. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during set up for a case none of the instruments would track. There were no errors noted in the software. The system was rebooted, but there was no change. The break out box (bob) from another system resolved the issue. The original bob had the same behavior with another system. There was no patient involved.